Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was unresponsive. A technical support specialist (tss) guided the user through a power cycle of all in one (aio) by unplugging the power cable and holding the power button. After reconnecting and rebooting, the issue was resolved. The system functioned as intended after the technical support specialist guided the user to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower touchscreen was unresponsive. However, there were no delay in patient care and no adverse events or injuries reported based on this event.